Event description:
Sapphire IV pump failed with message stating "pump failure" a pump critical error. Please input technician code to proceed. Pump was infusing levophed on an intubated patient whose map [mean arterial pressure] were fluctuating between 55 and 65 before starting the levophed. Manufacturer response for infusion pumps, analgesic, patient-controlled, sapphire plus (per site reporter). Set up RMA to send device in to OEM for evaluation and repair.